Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex with shield technology stent (ped2-500-16) was deployed via a phenom 27 microcatheter with support of a navien intracranial support catheter. The pipeline was delivered 5 mm distal to the neck of the aneurysm and the distal segment was slow to open. The stent was resheathed multiple times and attempts were made to open the distal end of the stent via "wagging" the device with no change to distal end of pipeline. After several unsuccessful attempts to open the stent, the device was resheathed, removed with the microcatheter, and replaced with a new pipeline (ped2-500-18) to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, left internal carotid artery (l ica) para ophthalmic aneurysm with a max diameter of 4 mm and a 3 mm neck diameter. The landing zone arterial diameter was 3.7 mm distally and 4.8 mm proximally. Right femoral approach was used. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was noted as 70. The angiographic result post procedure showed the pipeline deployed successfully with full apposition to the l ica. The patient has a history of pipeline dense mesh flow diversion treated right ica. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). The distal part of the pipeline was positioned in a bend and was deployed more than 50% when it failed to open. The pipeline was resheathed more than 2 times and no additional steps or other devices were required to open the pipeline. Ancillary devices included a navien 0.058" 115 cm catheter, 7 fr rist guidecatheter, and phenom 27 150 cm microcatheter.

Event description:
Additional information was received. No friction or difficulty was experienced during delivery or positioning. The pipeline device was prepared according to the IFU, with pressure from the heparinized flush allowed to drip back through to the proximal stent delivery sheath. The cause of the failure to open was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.